Event description:
It was reported that they could not connect one of arctic gel pad lines with arctic sun device since the connection part of one of the pad lines has been broken when opening the package of arctic gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they could not connect one of arctic gel pad lines with arctic sun device since the connection part of one of the pad lines has been broken when opening the package of arctic gel pad. Per sample evaluation results on 25sep2025, the pad with lot ngju1948 had hydrogel peeling from the edges.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened medium arctic gel left thigh pad present with no original packaging. Lot number ngju1948. One photo sample was received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. The (+) side of the connector was visibly chipped and the wing was bent on this side of the connector. The returned photo also confirms this issue. Tubing for the pad noted no kinks present. The hydrogel layer was peeling from the edges of the pad. (B)(4) was opened to capture this issue. The liner had been removed from the hydrogel. No crushed dimples or signs of overlamination in the pad. Water was visible in the pad. The reported issue could not be verified without further testing. Each pad of lot number ngjy2458 was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. Right chest pad: a total of 5.9 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 33%, inlet pressure was -7.2 psi. Left chest pad: a total of 5.9 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 41%, inlet pressure was -7.0 psi. Left thigh pad: a total of 4.0 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 30%, inlet pressure was -7.0 psi. The sample for lot ngju1948 does not meet specifications per ip7602996 rev 13 which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)." The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Based on the results of this investigation, no additional actions are required. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.